Event description:
It was reported that a spectrum iq infusion pump had an issue: the pump does not make a sound when alarming. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "the pump does not make a sound when alarming and needs sent to the vendor for repair," was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the audio level was low due to the audio level settings programmed by the user.the evaluator adjusted the audio level and cleaned the speaker. Should additional relevant information become available, a supplemental report will be submitted.